Event description:
Pt tried to use the device but it never operated properly. The pt had two broken feet and was prescribed this device by dr. Complained that the device didn't work but pt was not injured. The pt also mentioned contacting the fbi and police dept for an investigation.